Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+ please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose level rose to 350 mg/dl (19.4 mmol/l) between 37 and 48 hours of wearing the pod. The patient¿s father reported the pod on their abdomen became partially detached after school the previous day, causing the cannula to dislodge. The pod was removed from their abdomen, and a new pod was applied on their outer right thigh. The father mentioned that the patient experiences "granules" under the skin after wearing a pod for 3 days. There was no medical assistance required. The patient¿s bg level remained high and then returned to normal and stayed stable from about 19:00 through the night.